Event description:
The customer reported that the insulin pump had physical damage. Customer's blood glucose was unknown. Customer stated that the screen was too cloudy and it's difficult to read. Troubleshooting was done. Customer will be using the new updated insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.